Event description:
Routine assembly of the oxygenator was performed. At the beginning of water circulation, water was noted to leak from the blood inlet port. Surface stains were also noted on the device. Unit was changed out during prime. No affect reported for the pt.